Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. No electrical anomalies were detected. Patient was asymptomatic. The lead was explanted.

Manufacturer narrative:
Internal insulation abrasion was noted at 13.2-14.7cm and 28.7-29.5cm from the tip electrode. The etfe coating was intact at these locations.

Event description:
Additional information received indicated increased lead impedance and inappropriate hv therapies were delivered.